Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the stopper was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger stopper was deformed,"

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the stopper was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger stopper was deformed,"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the stopper was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger stopper was deformed,"

Manufacturer narrative:
H6: investigation summary: one photo and one 1ml syringe with safety glide needle (p/n 305903) were received and evaluated. The sample was in an open blister pack from batch # 1097895. The syringe was observed to have its stopper jammed in the fluid path between the plunger rod and barrel wall. The stopper was positioned from the .1 to the .3ml grad lines. Upon disassembly internal directional damage towards the barrel roof and a bulge where the stopper was jammed were observed. The syringe was non-conforming per product specification. Potential root cause for the jammed stopper and damaged barrel defect are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1097895 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.